Event description:
It was reported that there was no stimulation from the external neurostimulator. The patient¿s trial started on (B)(6) 2014. Since the patient left the or they hadn¿t felt stimulation and a manufacturer representative had not been able to get it working. The batteries were checked and the green light was on but the patient was not feeling the stimulation even at the highest level. The manufacturer representative told the patient to wait a couple of days. The patient was frustrated with the situation. It was further reported that the cause of the event was lead migration or dislodgment.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2014, product type: lead; product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2014, product type: lead. (B)(4).